Event description:
Ous MDR exit block and sensing defect. Ineffective pacemaker pulses. Device exchanged.

Manufacturer narrative:
The pacemaker first underwent a status interrogation. The battery status was ok with a voltage of 2.7 v, and impedance of 2.7k?, and a current uptake of 13 ?a. The device underwent a complete electrical incoming goods check and turned out to be within all specs. In particular, there are no pacing or sensing defects. There is definitely no electronic defect. Next, the connection sys of the pacemaker was examined visually and geometrically. The dimensions of the connection sys meet the dimensions described in the intl connector standard. The screw is present. The screw is present. The screw turned easily, the thread had no defects. Leads that were inserted for test purposes could be contacted reliably and low ohmic. The spring element for contacting the indifferent lead connections does not show any anomalies either. In summer, the pacemaker proved to be free of defects during the analysis. In particular, there was no material or mfg defect.